Event description:
I was using free style libre for my blood glucose, when I stick patch to my body it created a white patch on my skin and now white patch is not getting better. I have this problem for both sides. FDA safety report ID # (B)(4).